Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. A batch review was conducted on potentially associated lot gd879908 and no issues were found related to the reported condition during the manufacture of that lot.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a female (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following information was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged and was recovering. Dianeal therapy was ongoing. The nurse declined to provide further information. The nurse stated that the event of peritonitis was not related to dianeal therapy. This is report 1 of 3 involved in this peritonitis event.